Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient. (B)(4).

Event description:
Information was received from a family member and a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was trying to navigate to programs 2 and 3 on group b but the programmer was malfunctioning. The navigational key was not functioning to allow them to switch between programs. The caller saw on the screen that they had access to different groups, but on group b the patient only had access to the one program. There was no double sided arrow next the selector box for the programs of group b. Only the top and middle status rows were showing the ability to navigate left and right between programs. The caller reported that this was a sudden change and that until 6 days ago they were able to change the intensity for group b programs 1,2, and 3. It was reported that there were no falls or environmental exposure. The manufacturer representative stated that they did not think anything was wrong with the programmer. The caller also reported that the programs 2 and 3 on group b were too s trong at night and they could not increase due to the malfunctioning programmer. Additional information has been requested regarding actions and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.